Event description:
It was reported that during scheduled device upgrade, insulation damage with externalized conductors was observed via x-ray. All electrical measurements were normal. The upgrade was rescheduled . The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.